Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2012, to correct skin overgrowth around the abutment. The abutment was removed and a new 8.5mm abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.